Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the piece of the device retrieved? Yes. Did the retrieval of the piece of the device alter the procedure or post-op care of the patient? No.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the tip of the cannula (about half an inch long) was found in the patient during the procedure. It appears to be somewhat melted but a clean break. The procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b5lt instrument was received with the tip of the sleeve melted and broken. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.